Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation /the essure coil was noted to be'), device breakage ('laparoscopy there did appear to be a retained portion of an essure coil. /the middle rod of the essure had definitely been no further protruding parts from the cornua.'), embedded device ('laparoscopy there did appear to be a retained portion of an essure coil. Thisappeared to be located too deeply into the cornua to attempt removal via laparoscopy at this time'), salpingitis ('the patient also was recently diagnosed with an \ "infection of her left tube\ "'), hydrosalpinx ('hydrosalpinx'), menorrhagia ('menorrhagia'), pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oligohydramnios, mthfr gene mutation, vaginal bleeding, protein c deficiency, protein s deficiency, seizure, deep vein thrombosis, ventricular septal defect, pulmonary embolus, pneumonia, precancerous skin lesion, appendectomy, cholecystectomy, cholecystectomy, pregnancy and cervicitis. (B)(6) 2013-good quality transabdominal transvaginal sonogram of the pelvis with color doppler flow and spectral analysis impression: unremarkable pelvic sonogram (B)(6) 2014- surgical pathology report final pathologic diagnosis a: left tube, resection: complete cross section of fallopian tube with benign paratubal cyst, b: peritoneum, biopsy: benign fibrovascular tissue with chronic inflammation and giant cells containing pigmented foreign material. No endometriosis identified. C: right tube, resection: complete cross section of fallopian tube with benign paratubal cyst (B)(6) 2015- pelvic ultrasound examination impression: the uterus is anteverted. The uterine texture appears normal. There is fluid seen within the endometrial canal. The endometrium measures.7.1 mm. The left ovary with visualized and contains multiple small simple cysts, the right ovary was visualized and contains multiple simple cysts with the largest measuring 11 x 9 x 9 mm, the right and left adnexa appear normal. There is no free fluid the cul de sac visualization of pelvic structures were not optimal when scanned abdominally. Transvaginal ultrasound was performed to optimize visualization for diagnostic purposes (B)(6) 2015- surgical pathology report final pathologic diagnosis uterus and cervix, hysterectomy: cervix: chronic cervicitis, negative for dysplasia or malignancy. Uterus: endometrial canal with fibrosis and necrosis, consistent with previous ablation. Negative for hyperplasia or malignancy. Myometrium and serosa, negative for malignancy. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included right lower quadrant pain, follicular cyst of ovary, endometriosis, hydrosalpinx, nausea, vomiting, chronic back pain, degenerative joint disease, hemorrhagic ovarian cyst, redundant colon, paratubal cyst, cystitis interstitial, hypoglycemia, drug allergy, bacterial vaginosis, dysuria, vaginal bleeding, bladder hydrodistention and depressive disorder. Concomitant products included enoxaparin, ketorolac and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia,") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with doxycycline and surgery ((B)(6) 2014 bilateral salpingectomy,total laparoscopic hysterectomy, bilateral salpingectomy,total laparoscopic hysterectomy, essure removed. And hydrothermal endometrial ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, embedded device, salpingitis, hydrosalpinx, menorrhagia, pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, device breakage, dyspareunia, embedded device, genital haemorrhage, hydrosalpinx, menorrhagia, neuromyopathy, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, genital hemorrhage, salpingitis, hydrosalpinx . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record was received. Event added from medical record- hydrosalpinx, reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation /the essure coil was noted to be'), device breakage ('laparoscopy there did appear to be a retained portion of an essure coil. /the middle rod of the essure had definitely been no further protruding parts from the cornua.'), embedded device ('laparoscopy there did appear to be a retained portion of an essure coil. This appeared to be located too deeply into the cornua to attempt removal via laparoscopy at this time'), salpingitis ('the patient also was recently diagnosed with an \ "infection of her left tube\ "'), hydrosalpinx ('hydrosalpinx'), menorrhagia ('menorrhagia'), pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oligohydramnios, mthfr gene mutation, vaginal bleeding, protein c deficiency, protein s deficiency, seizure, deep vein thrombosis, ventricular septal defect, pulmonary embolus, pneumonia, precancerous skin lesion, appendectomy, cholecystectomy, cholecystectomy, pregnancy and cervicitis. (B)(6) 2013-good quality transabdominal transvaginal sonogram of the pelvis with color doppler flow and spectral analysis. Impression: unremarkable pelvic sonogram (B)(6) 2014- surgical pathology report final pathologic diagnosis a: left tube, resection: complete cross section of fallopian tube with benign paratubal cyst, b: peritoneum, biopsy: benign fibrovascular tissue with chronic inflammation and giant cells containing pigmented foreign material. No endometriosis identified. C: right tube, resection: complete cross section of fallopian tube with benign paratubal cyst (B)(6) 2015- pelvic ultrasound examination. Impression: the uterus is anteverted. The uterine texture appears normal. There is fluid seen within the endometrial canal. The endometrium measures.7.1 mm. The left ovary with visualized and contains multiple small simple cysts, the right ovary was visualized and contains multiple simple cysts with the largest measuring 11 x 9 x 9 mm, the right and left adnexa appear normal. There is no free fluid the cul de sac visualization of pelvic structures were not optimal when scanned abdominally. Transvaginal ultrasound was performed to optimize visualization for diagnostic purposes. (B)(6) 2015- surgical pathology report final pathologic diagnosis uterus and cervix, hysterectomy: cervix: chronic cervicitis, negative for dysplasia or malignancy. Uterus: endometrial canal with fibrosis and necrosis, consistent with previous ablation. Negative for hyperplasia or malignancy. Myometrium and serosa, negative for malignancy. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included right lower quadrant pain, follicular cyst of ovary, endometriosis, hydrosalpinx, nausea, vomiting, chronic back pain, degenerative joint disease, hemorrhagic ovarian cyst, redundant colon, paratubal cyst, cystitis interstitial, hypoglycemia, drug allergy, bacterial vaginosis, dysuria, vaginal bleeding, bladder hydrodistention and depressive disorder. Concomitant products included enoxaparin, ketorolac and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia,") and was found to have a pregnancy with contraceptive (B)(6) 2014 bilateral salpingectomy,total laparoscopic hysterectomy, bilateral salpingectomy,total laparoscopic hysterectomy, essure removed. And hydrothermal endometrial ablation.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, embedded device, salpingitis, hydrosalpinx, menorrhagia, pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, device breakage, dyspareunia, embedded device, genital haemorrhage, hydrosalpinx, menorrhagia, neuromyopathy, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder, and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, genital hemorrhage, salpingitis, hydrosalpinx . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), device breakage ("laparoscopy there did appear to be a retained portion of an essure coil. /the middle rod of the essure had definitely been no further protruding parts from the cornua."), embedded device ("laparoscopy there did appear to be a retained portion of an essure coil. Thisappeared to be located too deeply into the cornua to attempt removal via laparoscopy at this time"), pelvic pain ("pain"), salpingitis ("the patient also was recently diagnosed with an \ "infection of her left tube\ ""), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oligohydramnios, mthfr gene mutation, vaginal bleeding, protein c deficiency, protein s deficiency, seizure, deep vein thrombosis, ventricular septal defect, pulmonary embolus, pneumonia, precancerous skin lesion, appendectomy, cholecystectomy, cholecystectomy, pregnancy and cervicitis. (B)(6) 2013-good quality transabdominal transvaginal sonogram of the pelvis with color doppler flow and spectral analysis impression: unremarkable pelvic sonogram (B)(6) 2014- surgical pathology report final pathologic diagnosis a: left tube, resection: complete cross section of fallopian tube with benign paratubal cyst, b: peritoneum, biopsy: benign fibrovascular tissue with chronic inflammation and giant cells containing pigmented foreign material. No endometriosis identified. C: right tube, resection: complete cross section of fallopian tube with benign paratubal cyst (B)(6) 2015- pelvic ultrasound examination impression: the uterus is anteverted. The uterine texture appears normal. There is fluid seen within the endometrial canal. The endometrium measures.7.1 mm. The left ovary with visualized and contains multiple small simple cysts, the right ovary was visualized and contains multiple simple cysts with the largest measuring 11 x 9 x 9 mm, the right and left adnexa appear normal. There is no free fluid the cul de sac. Visualization of pelvic structures were not optimal when scanned abdominally transvaginal ultrasound was performed to optimize visualization for diagnostic purposes (B)(6) 2015- surgical pathology report final pathologic diagnosis uterus and cervix, hysterectomy: cervix: chronic cervicitis, negative for dysplasia or malignancy. Uterus: endometrial canal with fibrosis and necrosis, consistent with previous ablation. Negative for hyperplasia or malignancy. Myometrium and serosa, negative for malignancy. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included right lower quadrant pain, follicular cyst of ovary, endometriosis, hydrosalpinx, nausea, vomiting, chronic back pain, degenerative joint disease, hemorrhagic ovarian cyst, redundant colon, paratubal cyst, cystitis interstitial, hypoglycemia, drug allergy, bacterial vaginosis, dysuria, vaginal bleeding and bladder hydrodistention. Concomitant products included enoxaparin and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with doxycycline and surgery ((B)(6) 2014 bilateral salpingectomy,total laparoscopic hysterectomy, bilateral salpingectomy,total laparoscopic hysterectomy and hydrothermal endometrial ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, embedded device, pelvic pain, salpingitis, menorrhagia, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, genital hemorrhage,salpingitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), device breakage ("laparoscopy there did appear to be a retained portion of an essure coil./the middle rod of the essure had definitely been no further protruding parts from the cornua."), embedded device ("laparoscopy there did appear to be a retained portion of an essure coil. This appeared to be located too deeply into the cornua to attempt removal via laparoscopy at this time"), pelvic pain ("pain"), salpingitis ("the patient also was recently diagnosed with an \"infection of her left tube\""), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("post-implant pregnancy"), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune-like symptoms") and neuromyopathy ("neuromuscular problems") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included oligohydramnios, mthfr gene mutation, vaginal bleeding, protein c deficiency, protein s deficiency, seizure, deep vein thrombosis, ventricular septal defect nos, pulmonary embolus, pneumonia, precancerous skin lesion, appendectomy, cholecystectomy, cholecystectomy, pregnancy and cervicitis. (B)(6) 2013-good quality transabdominal transvaginal sonogram of the pelvis with color doppler flow and spectral analysis. Impression: unremarkable pelvic sonogram. (B)(6) 2014- surgical pathology report. Final pathologic diagnosis. Left tube, resection: complete cross section of fallopian tube with benign paratubal cyst, peritoneum, biopsy: benign fibrovascular tissue with chronic inflammation and giant cells containing pigmented foreign material. No endometriosis identified. Right tube, resection: complete cross section of fallopian tube with benign paratubal cyst. (B)(6) 2015- pelvic ultrasound examination. Impression: the uterus is anteverted. The uterine texture appears normal. There is fluid seen within the endometrial canal. The endometrium measures.7.1 mm. The left ovary with visualized and contains multiple small simple cysts, the right ovary was visualized and contains multiple simple cysts with the largest measuring 11 x 9 x 9 mm, the right and left adnexa appear normal. There is no free fluid the cul de sac visualization of pelvic structures were not optimal when scanned abdominally. Transvaginal ultrasound was performed to optimize visualization for diagnostic purposes. (B)(6) 2015- surgical pathology report; final pathologic diagnosis; uterus and cervix, hysterectomy: cervix: chronic cervicitis, negative for dysplasia or malignancy. Uterus: endometrial canal with fibrosis and necrosis, consistent with previous ablation. Negative for hyperplasia or malignancy. Myometrium and serosa, negative for malignancy. Previously administered products included for an unreported indication: lovenox. Concurrent conditions included right lower quadrant pain, follicular cyst of ovary, endometriosis, hydrosalpinx, nausea, vomiting, chronic back pain, degenerative joint disease, hemorrhagic cyst, redundant colon, paratubal cyst, cystitis interstitial, hypoglycemia, drug allergy, bacterial vaginosis, dysuria, vaginal bleeding and bladder hydrodistention. Concomitant products included enoxaparin and tramadol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity") and dyspareunia ("dyspareunia,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with doxycycline and surgery ((B)(6) 2014 bilateral salpingectomy,total laparoscopic hysterectomy, bilateral salpingectomy,total laparoscopic hysterectomy and hydrothermal endometrial ablation.). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, embedded device, pelvic pain, salpingitis, menorrhagia, genital haemorrhage, autoimmune disorder, neuromyopathy, urinary tract disorder, allergy to metals and dyspareunia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered allergy to metals, autoimmune disorder, device breakage, dyspareunia, embedded device, genital haemorrhage, menorrhagia, neuromyopathy, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract disorder and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, genital hemorrhage,salpingitis no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.